Manufacturer narrative:
Patient age and date of birth, patient weight, ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) misfired and there was patient contact however, extent is unknown. It was confirmed the issue was not due to use error. The reporter believes there was no medical intervention and no surgical intervention. No further information is available.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 14-jan-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. A haptic was stuck to the optic body which can be attributed to handling during loading and deployment. The lens was cleaned, and no defects were observed afterwards. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.